Event description:
This complaint is from a literature source. The following literature cite has been reviewed: girisha, kg et. Al (2022), study of outcome of titanium elastic nails fixation in tibial diaphyseal fracture among children, vol. 13 (08) pages- 810-815 (india). Objective/methods/study data: the purpose of this prospective observational study is intended to assess the complications and outcome following treatment of shaft of tibia by titanium elastic nails. A total of 23 children in the age group of 5 to 15 years admitted with a diaphyseal fracture of tibia to hospital. They were all treated with fracture reduction and internal fixation with titanium elastic nails and followed up until fracture union (ranging between 3 to 6 months). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: titanium elastic nails (ten) adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty 7) 1 patient experienced pain which it subsided by 4 months with analgesics. 1 patient had superficial infection no intervention noted. 3 patient had nail entry site irritation no intervention noted. 1 patient had limb shortening with <2cm measurement no intervention noted. 1 patient had bursa at nail tip/bone overgrowth over nail tip because patient came for implant removal after one year. Adverse event(s) and provided interventions possibly associated with unk - elastic nails: titanium (qty 2) 1 patient had coronal malalignment no intervention noted. 1 patient had nail back out no intervention noted. This report involves one (1) constructs: titanium elastic nail. This is report 1 of 2 for (B)(4). A copy of the literature article is attached to this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. I h11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: titanium elastic nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.